Manufacturer narrative:
There was a total of 8 set screws utilized in the case. All are of the same product part number/description but contain separate identifying lot numbers. It is unknown which manufacturing lot number belongs to the backed out set screws. Lot 8300801s2 manufactured 6/6/2019. Lot 8256603s2 manufactured 1/21/2019. Lot 8206401s6 manufactured 1/21/2019. Review of the device history records for all lots did not identify any manufacturing or processing related irregularities. The invictus set screws were found to be properly manufactured and released in accordance with design specifications. An evaluation of the returned construct found that the both rods show to have set screw contact on top side, with slippage at tapered end. There is little to no bushing marks on the bottom side of the rod. The set screws show that 4 of 8 were fully lock down/normalized construct, the remainder display an incomplete wear mark or star burst pattern indicating set screw back out due to dynamic loading. One pedicle screw (6.5mm) has a sheared thread start, the remainder of the screws show little to no wear/deformation. This indicates that set screw back out was due to dynamic loading and not static failure of the threads. Furthermore, the star burst pattern requires motion between the rod and mating components (set screw/screw bushing). This demonstrates that the set screw at the back out levels was not fully locked down/normalized. This is further supported with the fact that bushing wear marks are incomplete or not visible on the rod and that 4 of 8 set screws do not have hour glass wear marks.

Event description:
Post op x-rays found invictus set screws had back out (l3) after patient bent over to pick up his dog. Revision surgery was conducted (B)(6) 2020 to remove and replace the dislodged set screws. The invictus spinal fixation system was implanted on (B)(6) 2019 during an mis at the l3-s1.